Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was an attempted implant. High threshold measurements were observed, and lead repositioning was attempted. The helix could no longer be extended following several placement attempts. Therefore, a replacement lead was implanted without further incident. No adverse patient effects were reported.